Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having battery issues with the insulin pump. The customer's blood glucose level was unknown. There was no power error detected in the alarm history. Troubleshooting was performed. Additionally, the customer reported that they had received a power error alarm. The power error did not occur during the rewind and load reservoir process. Troubleshooting was performed and they were given steps to clear the alarm. The insulin pump passed the self-test. They were advised to monitor the insulin pump and call back if issue arises. The device will not be returned for analysis.